Manufacturer narrative:
The 16 patient samples were submitted for investigation. The customer's high ft4 ii results were reproduced in 15 of the 16 patient samples. Ft4 iii results were comparable to the ft4 ii results and higher than the reference range. Sample ID (B)(6) shows values within the reference ranges for all measured parameters. Sample ID (B)(6) was investigated further to test for a biotin interference. No biotin was measured in this patient sample and would not be a cause for the elevated results. Samples ID (B)(6) were sent to an external laboratory to be measured by the siemens centaur method. The results from the siemens method compared well to the results from the roche method. "Some" of the patient results seem to be plausible based on the medication they are taking. A reagent specific issue was not identified. The reagent is performing within specification. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained that the results for multiple patients tested for elecsys ft4 ii (ft4 ii) and elecsys ft4 iii (ft4 iii) (B)(6) 2018 on a cobas e801 module do not match the clinical picture for these patients. This medwatch will cover ft4 ii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results. The customer provided data for 16 patient samples tested between (B)(6) 2018. The customer changed ft4 generations within this time period. The oldest patient samples were tested with ft4 ii and the most recent samples were tested with ft4 iii. The specific date of when patients were tested with ft4 ii versus ft4 iii was not provided. Clinically, the results between ft4 ii and ft4 iii correlate very well. The ft4 ii and ft4 iii results were reported outside of the laboratory where the endocrinologists complained about the results. The patient samples were repeated by another method but the customer declined to provide the actual results. The results by the other method were "normal." There was no allegation that an adverse event occurred. The e801 module serial number was (B)(4).